Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair the surgeon experienced a series of device failures. During the deployment, a portion of the distal tip of an expressew suture passer needle broke away and fell into the patient's joint space. A second needle was employed and again the same thing, a portion of the distal tip broke away into the joint space. During this second attempt, the bottom portion of jaws of the expressew deployment gun broke away into the patient's joint space. All of these fragments were removed from the body and the procedure was concluded successfully using other same devices without further issue or harm to the patient. [This event statement is a culmination of the e-mail report and a follow-up conversation with the sales agency - afrigault (B)(6) 2010 13:20:10]. Also see associated mdrs 1221934-2010-00319 and 1221934-2010-00320.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.